Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. While it should be noted that the mr ultimately remained unchanged as a result of the procedure, the patient effect of worsening mr and the reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of tissue damage appears to be related to patient/procedural conditions, as the clip grasping the thin leaflets caused the leaflet to tear. The reported unchanged mr was likely a secondary effect of the leaflet tear. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The leaflets were noted to be quite thin. The first clip was implanted at a2/p2, reducing the mr to 2-3. The second clip delivery system was advanced to the mitral valve. There were some difficulties to visualize the clip due to the patient rotated heart, but after some attempts the clip was able to be identified in all echo views. The clip was placed lateral to the first clip. Imaging was performed and it was found that the lateral anterior leaflet (a1) was damaged and there was continuous flow of blood from the ventricle to the atrium across the a1 leaflet. The clip was opened and retracted to the left atrium, and it was confirmed that the mr had returned to 4. The first clip was still secure to both leaflets and the decision was made to not implant the second clip. The cds was removed, and the mr remained at 4 with one clip implanted. The patient was discharged on (B)(6) 2017. No additional information was provided.